Event description:
It was reported that prior to use of an eopa arterial cannula upon opening of the packaging, it was observed that the end tip was broken. The device was replaced. There were no patient complications reported with this event. Medtronic received additional information that upon further verification with the customer, what they can recall is, one of the end of the cannula was broken on the porous plug.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no evidence of damage to the tip; however, the porous plug was broken off. The reason for the return was confirmed for a broken porous plug. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.